Event description:
It was reported that the lead had sensing issues the day after implantation. When the lead was explanted and replaced, blood was noted in the lumen of the lead. There were no reported patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found; full lead in segments analyzed.